Manufacturer narrative:
The following devices were also listed in this report: 28mm +8 lfit v40 head; cat# 6260-9-328; lot# 59323102. Proximal fem comp std; cat# 64951001; lot# cp66h. Gmrs extension piece 40mm; cat# 64956040; lot# c479s. Gmrs extension piece 30mm; cat# 64956030; lot# cp62y. Gmrs extension price 70mm; cat# 64956070; lot# cbc3e. Mrs fem stem w/0 body 15x127mm; cat# 64853115; lot# 169157c. Md vit slv and 2.0mm homog cbl; cat# 6704-0-510; lot# 56694405. Md vit slv and 2.0mm homog cbl; cat# 6704-0-510; lot# 56903703. Sterile fluted headless 1/8" pin 3.5" lo; cat# 7650-2038a; lot# rdch163. Sterile fluted headless 1/8" pin 3.5" lo; cat# 7650-2038a; lot# rdcl137a. Tritanium revision acetabular; cat# 509-02-56e; lot# x94k4l. Modular dual mobility insert; cat# 626-00-42e; lot# 59928202. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to infection. Rep reported that positive markers for infection were clinically confirmed but the infecting microorganism was not identified. Intra-operatively the presence of pus and biofilm between the shell and liner was observed. Surgeon reported the suspicion that the infection resulted from a primary stryker implant in (B)(6) of 2017. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.

Manufacturer narrative:
The following devices were also listed in this report after the initial MDR was filed: osteolock bone screw 30mm; cat# 5260-5-030; lot# 61334201 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving a adm liner was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were returned for review. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other events for the lot and sterile lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and /or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left hip was revised due to infection. Rep reported that positive markers for infection were clinically confirmed but the infecting microorganism was not identified. Intra-operatively the presence of pus and biofilm between the shell and liner was observed. Surgeon reported the suspicion that the infection resulted from a primary stryker implant in november of 2017. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.